Event description:
It was reported that the insulin pump completely shut off. Customer's blood glucose was 460 mg/dl during dinner and treated with the insulin pump. Customer stated that the insulin pump shut down and turned on and alarmed battery out limit. Customer stated he changed everything including the battery and same issue occurred. Troubleshooting was done. Customer's blood glucose was unknown. Customer's current blood glucose was 134 mg/dl. Customer stated the battery cap was loose. The customer was advised that battery cap would be replaced and to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.